Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was being filled with 300 units of insulin. The customer reported that the pump was not being filled with cold insulin, and the customer was not overfilling the cartridge. The customer reported blood glucose level was 400 mg/dl, which was addressed with a correction bolus. It was confirmed that the customer will continue using the pump for continued insulin therapy, and if needed, has manual injections available as alternate insulin therapy.